Event description:
This ra lead was implanted on (B)(6) 2010 and remains implanted atthis time. A call was placed to technical services on 9/18/2017 stated atrial pacing lead impedance out of range. Patient notes states isometrics recreates noise on atrial lead. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6) . No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).